Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the valve appears to have migrated over time, however, with the existing information the exact cause for the valve migration could not be determined. The valve migration is a likely contributing factor for the worsening pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient underwent transapical tavr and had a 26mm sapien valve implanted. Approximately two year later, echo and angio showed severe paravalvular leak (pvl) with the valve in an approximately 10:90 aortic/ventricular (a/v) position. The patient underwent transfemoral tavr and a 26mm sapien xt valve was placed inside the previous sapien valve. The valve was positioned 60:40 a/v and the pvl was reduced to mild.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transapical tavr procedure, a 26mm sapien valve was implanted in a 55:45 aortic/ventricular (a/v) position. Echo revealed mild regurgitation one day post procedure. Approximately two years later, echo and angio showed severe paravalvular leak (pvl) with the valve in a 10:90 a/v position. The patient underwent a second transfemoral tavr procedure and a 26mm sapien xt valve was placed inside the previous sapien valve. The valve was positioned 60:40 a/v and the pvl was reduced to mild.